Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Item # 42532006402 lot # 62395049, item # 42500005602 lot # 62402209, item # 42522400410 lot # 62514038. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03499, 3007963827-2019-00236, 0001822565-2019-03500.

Event description:
It was reported patient underwent right knee arthroplasty; subsequently patient is experiencing pain at night, limited range of motion, not able to straighten, non-weight bearing, and stiffness. No additional information available.